Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: h6: device codes.

Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting noise. A risk of inhibition and fracture was suspected. Another lead was implanted instead. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.